Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump battery was unresponsive after being exposed to water. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose level was in the high 100s mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿never submerge the pump in water or use any other liquid to clean it¿.